Event description:
Rptr states pt called to report leaking white lumen of groshong catheter. Leaking was noted above the sleeve of previous repair. Home repair was unsuccessful because the catheter had been repaired in the past and was too short.